Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer complained that the they are getting false positive in all the bottles , especially in anerobics more."

Manufacturer narrative:
H.6. Investigation: customer reported false positive in all the bottles on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported . Bd remote service communicated with the customer and found ambient air temperature is causing false positives. So the customer addressed hvac issue and the machine is working without any issue and released to customer as fully operational and the instrument was functional. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for results issues. Bd quality did not receive any returned instrument or parts for investigation. This complaint is confirmed failure of a bd product. The root cause is due to ambient temperature. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter fax number: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer complained that the they are getting false positive in all the bottles , especially in anerobics more."